Event description:
The pt is currently implanted with a radio frequency receiver. On (B)(6) 2010, it was reported that he is without stimulation. The problem was first observed following the pt's hospitalization for a non-scs related issue. In an effort to recapture effective therapy, a replacement antenna was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. The model, lot and serial numbers for the pt's receiver are not available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.